Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior c1-c2 laminectomy with onlay bone fusion from the occiput to c3. During the procedure, a small dose of rhbmp-2/acs was placed lateral to the thecal sac on both sides to help promote fusion. No drains were placed. The patient did not do well after the surgery, and had multiple complaints including urinary retention, pain in her groin and progressive weakness in her arms and legs. Physical therapy did not resolve her symptoms, and they progressively worsened. Twelve days post-op, the patient underwent a second surgery exploring the wound. A large quantity of inflammatory tissue and a seroma was noted to be compressing the spinal cord and thecal sac. The seroma was evacuated, the collagen sponge was removed, and the wound was irrigated well and closed. The patient has improved greatly and continues to do well.